Event description:
It was reported via phone call that the customer received a motor error alarm and a compromised force sensor system alarm. The caller reported the alarm occurred when they were changing the infusion set. Customer's blood glucose was 350 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.